Event description:
It was reported that the pulse generator exhibited premature battery depletion. Measured battery data was 2.5 v, 0.4 ms, 67 ua. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.